Event description:
In 2009, the sales representative reported that during a revision surgery one month prior, for a 1-level posterior construct, the surgeon had all three size infixk implants on the surgical tray and had at one point the endplate attached to the wrong size inserter. The sales representative identified the error and informed the surgeon. The surgeon then selected the appropriate endplate size and inserter. At some point, during the surgery, an instrument (unknown) nicked a vessel which the surgeon repaired. The patient lost 3 units of blood during the procedure. The total surgical time was reported as 9 hours. There have been no reports of post-op complications with the patient. Additional information received the following month, via telephone, the sales representative reported that during a revision surgery for non-fusion involving multiple procedures, the surgeon explanted hardware and added adjacent levels. Then the surgeon attempted to implant an infix endplate. After partially implanting the plate, it was identified that the surgeon was using the wrong size inserter with the endplate. The sales representative identified the issue and informed the surgeon. The surgeon then changed out the inserter and plate for the right size and completed the construct.

Manufacturer narrative:
Evaluation pending.